Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot h521671) was received showing the needle component broken off from the slider. The transverse fracture was located at the interface between the needle and slider. The broken off needle was not returned. Dimensional inspection: dimensional inspection of the needle could not be conducted as the broken off needle was not returned. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the needle component was broken off. No definitive root cause could be determined. It is possible that the device encountered unintended/excessive forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 319.006. Synthes lot number: h521671. Supplier lot number: h521671. Manufacturing site: synthes monument. Release to warehouse date: 04-dec-2018. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while putting the sets back together after going through the decontamination process, it was noticed that the tip of the depth gauge was broken off. It is unknown how the instrument was damaged. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).